Manufacturer narrative:
Alleged failure: cracked/peeling at tip of shaft. Confirmed failure: cracked/peeling insulation at tip of shaft. Probable root cause: poor autoclave reliability; handling procedures; use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.